Manufacturer narrative:
The returned valve was patent. It met the requirements for patency, siphon, reflux, pressure-flow, and pre-implantation testing. It did not meet the requirements for leak testing due to a small tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient was implanted with a strata valve, pressure level 2.0, the ventricular size was not reduced. The valve was adjusted to pressure level 0.5 and no reduction was noted. It was reported that on the angiograph, flow was observed on the ventricular side, however, there was no flow noted on the abdominal side due to a possible kink. The strata valve was explanted and replaced. According to the report, the patient has not experienced any adverse effect from this event.